Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500 . Model: sc-2218-50 . Serial:(B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160 . Model: sc-4316 . Batch: 27370034. UDI: (B)(4).

Event description:
It was reported that the patient experienced a frequent, difficulty charging, and unable to get a full charge of the implantable pulse generator (ipg) due to it sitting horizontally and not flush against the body. The patient also experienced an inadequate stimulation due to lead migration. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.